Event description:
On 6/11/08, the pt reported that in 2007 her insulin infusion set became partially detached at the luer lock connection and insulin leaked out. She said she noticed this because the area was wet. She stated her blood glucose was not affected. She stated this is the only time this has occurred. The infusion set was discarded and the lot number and expiration date were not available for verification. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.